Event description:
During an ablation procedure to treat a paroxysmal atrial fibrillation a farawave and a faradrive were selected for use. It was reported that during preparation a little resistance was felt in the device, also during procedure it was difficult to manipulate the guidewire, there was a lot of resistance, and the deployment of the catheter was very difficult. It became very stuck inside the catheter. The catheter was removed from the patient and another guidewire was tried, but there was a resistance at handle height too. The catheter was changed by another one and the issue was solved. After changing the catheter and introducing it in the sheath, the physician aspirated from the sheath's lateral port, but there were a lot of bubbles. No air was seen in the patient. The sheath was changed by another one and the issue was solved. The procedure was completed without patient complications. This complaint was created for the sheath. The device has been returned.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking from the handle cap. Inspection found both hemostatic valves to be torn on the inner face, by the opening slit, compromising the valves ability to seal pressure and fluid within the sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat a paroxysmal atrial fibrillation a farawave and a faradrive were selected for use. It was reported that during preparation a little resistance was felt in the device, also during procedure it was difficult to manipulate the guidewire, there was a lot of resistance, and the deployment of the catheter was very difficult. It became very stuck inside the catheter. The catheter was removed from the patient and another guidewire was tried, but there was a resistance at handle height too. The catheter was changed by another one and the issue was solved. After changing the catheter and introducing it in the sheath, the physician aspirated from the sheath's lateral port, but there were a lot of bubbles. No air was seen in the patient. The sheath was changed by another one and the issue was solved. The procedure was completed without patient complications. This complaint was created for the sheath. The devices are expected to be returned.